Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11- manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) implantation was implanted as a replacement lens, the patient experienced a lens opacity. In a separate visit the lens was explanted and an edof (extended depth of focus intraocular lens) was implanted, problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. If additional information is received a supplemental medwatch report will be submitted.